Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one extended opening, creases and red particles material was found on gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with nick assessed as surgical impact opening and wear abrasion. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks due to surgical impact opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Additionally, healthcare professional reported left side rupture. Device has been explanted.